Manufacturer narrative:
For the investigation the log file was analysed. It was found that the provided log file revealed that the safety software triggered a warm start of the ventilation unit on (B)(6) 2020 at 4:53 am in reaction on a temporary time-out in software task processing. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. In the event that the device stops ventilation, the emergency-breathing valve opens to ambient allowing for spontaneous breathing. This corresponds with the described pop sound. Audible alarms are posted to inform the user about the problem. The emergency-breathing valve remains opened allowing for spontaneous breathing. However, manual ventilation with an alternate device may be considered necessary. The ventilation was automatically continued with the latest settings after the warm start had been completed. As per log file the accompanying alarm message "ventilation unit restarted" was posted by the cockpit infinity c500. The safety software requested a reboot of the ventilation unit because a software task was not completed within a specified time. This reboot is a specified behavior to reset the micro processing system to a specified state. As a precautionary measure the pba m16.2 was replaced. The service engineer on site checked the device and performed a test run of the ventilation without any deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the device made a pop sound. There was no patient injury reported.